Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received.

Event description:
It was reported bd syringe 50cc ll tip convenience pak leakaed the following information was provided by the initial reporter; verbatim: good morning as you may be aware the FDA is on-site at sca¿s windsor facility and has been looking into foreign material (cardboard foreign material hair) in syringe trays. In lieu of issuing out separate complaints for the defects we have seen in the past year sca determined that one supplier complaint would be initiated. Sca part number: (B)(4); bd part number: 309680; description: syringe (sterile), 50 ml ll, bd tray *309680* (20/tray; 6 tray/cs); # of trays with defects: (B)(4); # of finished units rejected due to defects: (B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.